Event description:
It was reported to manufacturer that the vns patient was experiencing an increase in seizure activity, relationship to pre-vns baseline unknown. The patient was subsequently hospitalized due to the seizure activity. Further follow up with the treating physician's office revealed that the believed cause for the increase in seizure activity was due to normal pulse generator battery depletion, as they had seen the patient a few weeks prior to the increase is seizures, and when the vns device was interrogated, the elective replacement indicator (eri) flag was set to yes. The patient underwent surgery where the generator was replaced. Follow up with the physician's office revealed that the patient's seizure activity has improved since generator replacement. The explanted generator was returned to manufacturer for analysis where the end of service condition was not confirmed. The device was monitored in the analysis laboratory for more than 24-hours, while the generator was placed in a simulated body temperature environment. The results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The eri flag was verified to be set to yes, which was expected based on the battery life analysis and electrical test results. The device performed according to specifications and no anomalies were observed.